Event description:
It was reported that the log files captured scattered sustained and non-sustained low flows with high pulsatility index (pi) events. The estimated flow appeared to be fluctuating below the alarm threshold of 2.0 liters per minute (lpm) and were averaging from 1.3-1.9 lpm and the pi events were averaging from 5.7-10. 2. Most of the low flow events were not sustained enough to trigger an alarm and seemed to be physiological in nature. Of note, the low flow alarm threshold on the controller has been adjusted to 2.0 lpm due to history of low flow alarms. Additional information was received that the cause of the low flows was determined to be a pump malposition confirmed with computed tomography (CT) scan. Repositioning of pump was performed via left thoracotomy that resolved the persistent low flow alarms. They were still in intensive care unit (ICU) but progressing. It was further reported that from computed tomography (CT) results that postprocedural course was complicated by pneumonia and respiratory failure requiring tracheostomy. CT impression also revealed enlarged main pulmonary artery, which can be seen in the setting of pulmonary arterial hypertension.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump malposition could not be confirmed through this investigation as no images were provided by the account. The controller event log file contained events spanning from (B)(6) 2023. Intermittent low flow alarms were captured throughout the log file. The cause of the low flow alarms was later reported as pump malposition. The controller periodic log file contained data spanning from (B)(6) 2023, recorded in one-hour intervals. An approximately 1.5 liters per minute (lpm) increase in estimated pump flow was recorded beginning on (B)(6) 2023, which appears consistent with the patient being taken to the operating room for pump repositioning surgery, which reportedly resolved the alarms. The pump appeared to be operating as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and no additional low flows have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1 outlines potential adverse events, including hypertension and respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. This section cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 7 outlines system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.